Event description:
During an in-house evaluation of the architect (B)(6) was generated for one donor sample. The sample generated the expected (B)(6). Controls were within specifications on all runs. There is no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 06c29 that has a similar product distributed in the us, list number 06l27. (B)(4). Assay specificity testing was performed with negative controls samples and a specificity panel. All results met specifications. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. A review of the human negative population testing for final release revealed no indications that the specificity of the lot number might be adversely affected. Based on the results of the current evaluation, it was determined that the architect havab igg reagent, list number 6c29-20, lot number 27660li00, is performing acceptably. It was concluded that the (B)(6) most probably contains interfering substances which react with the assay. The architect havab igg package insert contains information to address the current customer issue. (B)(6).